Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. On the same day, the patient began intraperitoneal (ip) treatment for the peritonitis with injection gentamicin, 80 milligrams, ip, every other day and injection vancomycin, 1 gram, ip, every third day. One day after onset, the patient¿s pd effluent became clear, the peritonitis was resolved and the patient was recovered from the event. Five days after onset, the antibiotic therapies were discontinued and the patient was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.